Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drug being delivered was baclofen (unknown). It was reported that in (B)(6) 2017, the wound in front was not healing and burst open, and you could see the pump and the pump sack. They took the pump and catheter out and put a new pocket on the left side, and ran the catheter around to the back. They had to move the catheter because of new placement of the original pump.